Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-testing a foley catheter sterile water leak was discovered near the connection between the funnel and the valve.

Event description:
It was reported that during pretesting a foley catheter sterile water leak was discovered near the connection between the funnel and the valve.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngkq3991. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using returned straight tip syringe with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the catheter allowed to rest with no leaks noted. The balloon deflated 10ml of methylene blue solution within 43sec. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.